Event description:
It was reported that when an asymptomatic patient presented in clinic during a follow up, showing non-sustained rv oversensing due to post-paced t-wave oversensing was observed on the device. The patient did not receive therapy during the oversensing. Programming changes were made which resolved the oversensing issue. Patient was stable and will continue to be monitored.